Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they never had any instructions on how to use the therapy and that since they got their implant the therapy hadn't helped their symptoms, patient stated they were getting up every half hour at night and they couldn't get any sleep. "Zero sleep" and that they felt like a zombie. The patient stated they missed their first appointment with their managing health care provider because they were having some health issues at the time where they ended up in the hospital 3 times in one month and that it was their fault for not being able to make it to their appointment on time. Patient stated their mind just hadn't been on the device/therapy while they were ill. .patient stated they had an appointment scheduled for (B)(6) 2024. Additional information was received from the patient. They reported that the hospitalization was related to the device and the reason was because they were urinating constantly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.